Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump was not detecting the motor when the activate button was released, and the customer was not able to prime. It was stated that the device alarmed while priming, and the customer was advised not to push the drive support cap in. Advised the caller to discontinue the use of the device. No further information was provided.